Manufacturer narrative:
An event of ¿a leaflet tear¿ was reported. The results of the investigation concluded tears in leaflets 1 and 3. Leaflet 1 contained fibrous pannus ingrowth, on both the inflow and outflow surfaces. Leaflet 2 contained fibrous pannus ingrowth on the outflow surface. Fibrous thickening was observed on all 3 leaflets. No acute inflammation or significant calcifications were found. The cause for the reported event remains unknown.

Event description:
Limited information was made available to abbott. On an unknown date, a trifecta valve was implanted. It was reported that on an unknown date, the valve was explanted due to a reported leaflet tear. No information was made available on the replacement valve. Abbott continues to gather additional details of this reported explant. Patient identifier, age, weight and gender are protected under local privacy laws, and therefore are not recorded.